Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a seizure, a stroke, and a blood glucose (bg) 500 mg/dl, and was hospitalized. Treatment included IV fluids an insulin via pump. During troubleshooting, customer support's review of the bolus history found that the bolus totals did not add up correctly, but were off by >5%. Basal histories were as expected. Cs attributed the bg excursion to the product issue. This complaint is being reported as the patient experienced hyperglycemia and the bolus history discrepancy was not resolved.